Manufacturer narrative:
Review of the device history record for this valve showed that the valve was built per specs. Pathology report states: "received in formalin labeled "mitral" is a prosthetic mechanical mitral valve specimen with an outer diameter of 3.7 cm and inner diameter of 2.4 cm. The valve is surrounded by a grossly intact tan/white synthetic sewing ring w/ multiple embedded sutures. Adherent to ring is a layer of tan/white to gray/white fibrous tissue 3.7x.7x.1cm. One of the leaflets is obstructed by a portion of adherent tan-brown to tan-red tissue/thrombus 2x.8x.4cm. Obstructed leaflet is difficult to open. Adjacent leaflet is unobstructed opens with ease. No add'l abnormalities noted. Photographs taken. Cassette a: tissue adherent to sewing ring. Cassette b: tissue/thrombus at site of obstructed leaflet. Microscopic description: a - b: tissue adherent to sewing ring comprises dense fibrous tissue w/ interspersed suture eliciting a foreign body giant cell reaction (cassette a). The material retrieved from the obstructed leaflet comprises mature, dense fibrin thrombus material. This had surface and entrained histiocytes. It does not show evidence of organization. Diagnosis: prosthetic mitral valve, replacement: grossly intact, obstructed mechanical heart valve with adherent fibrin thrombus material present in the leaflet and fibrous tissue exhibiting giant cell reaction of sewing annulus. See microscopic description." This confirms independent surgeon's opinion that the interfering material is not pannus, it is thrombus.

Event description:
Valve thrombosis of the on-x mitral valve prosthesis. Valve thrombosis is an expected adverse event for a mechanical heart valve, and is pre-defined in aats/sts guidelines as "valve-related." Therefore it is being reported. Comments from surgeon's operative notes: "pannus in posterior leaflet... Causing immobile leaflet." Onxm-27/29 valve was explanted and replaced. Prior to returning the valve to onslti, the explanted valve was inspected by an independent surgeon who stated that in his opinion this looks like organized clot and not pannus as the surgeon has suggested. Pt recovered from the surgery.